Event description:
It was reported that the pump triggered an occlusion alarm despite no actual occlusion. There was no reported patient involvement, and there was no reported patient harm. The event occurred during preventive maintenance (pm).

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Upon further investigation found a damage (dso) downstream occlusion seal. The downstream occlusion seal was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.